Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of the incident. The customer also had a low of 42 mg/dl but the pump did not alarm. The customer was at 570 mg/dl at the time of admission, and 247 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. The customer got a new transmitter but it was not telling them when they were low or high. Troubleshooting was not completed but it was discovered the customer's sensor was not connected to his pump since (B)(6) 2018. The insulin pump will not be returned for analysis.